Manufacturer narrative:
Spindle.

Event description:
It was reported by service report that the unit had a broken siderail spindle and rail assembly. No pt involvement or adverse consequences are reported.